Event description:
It was reported that during preventative maintenance (pm) the device console's battery communication failure alarm was observed at startup. This was discovered during the execution of the systems check and inspection outlined in step 2 of the preventative maintenance procedure 0042-7309 rev. V, conducted under dv210048381. Further examination revealed that all batteries were completely discharged, resulting in a battery lock-up condition. To resolve this issue, a new battery kit [0042-3016] was installed. Upon system reboot, no battery-related alarms were detected. Steps 18, 19, and 20 of the pm procedure 0042-7309 revision v, under dv210048381, were completed successfully. The aic functioned as designed throughout the pm process. There was no patient involvement. All available information has been provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.